Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's mother reported that the patient had a cold, fever and an ear infection that led to high blood glucose levels and small ketones while wearing the pod on the arm. At the hospital the patient was treated with IV fluids and stayed for approximately 9 hours. Blood glucose levels were not specified and no issues with the pod itself were reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.